Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging inaccurate control solution results. The reporter obtained control solution results of "114, 123 and 138mg/dl" with the subject meter. It is not known whether this falls out with the control solution range for this strip lot because the reporter did not provide the strip lot number. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.